Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit on the pump. The customer changed multiple cartridges to resolve the issue and successfully resume insulin delivery. There was no adverse impact to customer's blood glucose level.